Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "burst" for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool, broken sharp in the posterior side in the same edge observed striated in the posterior side and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. A sharp edge broken on posterior side as assessed as an unidentified (tear) opening. A missing piece of the shell assessed as inconclusive. A sharp edge opening on anterior side as assessed as an unidentified (tear) opening.

Event description:
Unknown side.